Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer was unable to open the jaw after the sureform 60 stapler fired. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the stapler reload involved was a green reload. The issue occurred on the first staple fire. The surgeon did not experience clamping issues prior to the event. The instrument was inspected prior to use with no noted damage. There was not a system fault prior to the issue. Target tissue was the stomach. The jaws were stuck on tissue. The robot was unlocked, and the bottom jaw opened manually. The customer did not have to use the tool. There was no adverse effect to the grasped tissue. There was no bleeding or unexpected tissue removal. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler to perform failure analysis (fa). Fa was not able to confirm and reproduce the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument was clamped and unclamped in different orientations of the distal end without issue. The instrument was clamped for a third time, and then was fired. Firing test was completed and then the instrument unclamped without any issues. A review of the logs shows no clamping or unclamping failures. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have a firing failure based on log review. Advanced failure analysis (afa) reviewed logs for the sureform 60 stapler associated with this event. The following additional information was provided: logs show part number 480460-09, lot number l13230427-0414, was installed on the system 2x and fired 2 reloads (1 black, followed by 1 green). On install 1, the first clamp was incomplete, stopping at ~65% completion. The next clamp was successful but was followed by a firing failure. The firing stopped at ~50% completion, after a duration of ~45 seconds. The user then initiated a force fire. The force fired was completed successfully after an additional 36 seconds. The unclamp was shown as successfully completed per the logs. On install 2, the first clamp was successful, and the firing was completed with 3-4 pauses for compression. The instrument was then successfully unclamped per the logs. Approximately 3 minutes following the completed unclamp, logs show error code 256, indicating that the emergency stop button was pressed on surgeon side console 1. The instrument was removed, and not used again in the procedure. There was no detection of the mrk on the instrument. There were no additional errors relating to this instrument in the logs.